Event description:
It was reported that the battery gauge was not fluctuating as expected. Reportedly, the battery percentage had not depleted as expected despite the pump being in use. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.